Manufacturer narrative:
Pr# (B)(4). A f/u report will be submitted once the investigation is complete.

Event description:
It was reported to philips healthcare that the heartstart mrx battery prongs are broken". It was later clarified by the philips field service engineer (fse) that two of the battery pca connector pins were bent which intermittently did not recognize the attached batteries. There is no reported pt involvement and/or impact.